Manufacturer narrative:
Results evaluation: smiths medical is anticipating the return of the actual device involved in this event. If the unit is returned, then a f/u report will be submitted. A review of mfg records could not be confirmed as the lot # was not recorded by the user facility. History of this type of report shows this to be the third report, in the past two yrs, for this catalog #. Both of the other two events were due to the tubing being crimped off during the pt's bedding change. Review of the instruction for use has a warning: "do not occlude any part of the delivery circuit". Smiths medical has started corrective action to develop a pressure relief sys for this catalog #. Smiths medical has performed a risk analysis of this issue and has found the pt risk to be low and the probability of occurrence in population exposed to be remote. Therefore, smiths medical believes that the products in the field can be used safely when the instruction for use and labeling are followed.

Event description:
User alleges three events of the aquinox unit separating from the base. No adverse outcome to pts. This hosp has reported three events, however, no details on any of the three events available as they were not recent.